Manufacturer narrative:
Correction: the correct device manufacture date should have been jun 10, 2023, rather than oct 5, 2022.

Event description:
Related manufacturer reference number: 2017865-2024-03389, 2017865-2024-03390. It was reported that the patient presented for a follow-up visit in the physician office with wound dehiscence at device pocket site. The device and leads were found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system- pacemaker, right ventricular lead and right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct serial number should have been (B)(4), rather than (B)(4).

Manufacturer narrative:
The product was returned and visual examination found no malfunction.